Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had been having leakage since her car accident two weeks prior to the report. The patient stated that her car was ¿t-boned.¿ the patient had been trying to adjust stimulation, but it was not working as it was supposed to. The patient stated that the implant turned itself off and she confirmed it with her patient programmer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v183293, implanted: (B)(6) 2008, product type lead. (B)(4).